Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level had been running high since the day before. Customer stated that he went to the doctor's clinic and the doctor changed the insulin pump settings and advised to change the infusion set. Blood glucose value at the time of the incident was 266 mg/dl; reading during the call was 358 mg/dl. Customer stated she changed the reservoir and infusion set but the cannula was not bent. No issues found during troubleshooting. The insulin pump passed the high pressure test. The customer was advised to verify the settings with the doctor. The insulin pump was not replaced or returned for analysis.